Event description:
It was reported to philips that the system's uninterruptible power supply failed, and the entire system shut down. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. Fse confirmed the allura device had no issues, the toshiba ups failed due to a hospital power outage and needed a restart. The toshiba ups will be serviced by a third-party vendor, not philips, and is functioning well unless there is a power outage. After the restart of the device, however ups batteries needed the service which would be handled by 3rd party. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the third-party ups problem, and this ups is not a part of the philips component and the issue caused by ups failed due to a hospital power outage. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.